Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent loss of sensing was observed on the atrial channel of the pulse generator during a post implant check. A normal sinus rhythm was observed and all other electrical values were normal. Normal values were seen the next day.